Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed an issue with the axsym troponin-I adv reagent pack. The reagent bottle could not be opened properly causing a probe crash to occur. There was no impact to pt mgmt reported.